Event description:
It was reported that during follow-up, an x-ray revealed that the lead had fractured. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.